Event description:
During surgery when surgeon tightened the screw of most proximal, the screw broke. The broken screw was extracted.

Manufacturer narrative:
Investigation in progress but not yet complete.